Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a dissection .  It was reported that a CT revealed a sine at the distal portion of the stent. The dissection was noted to be extending down the aorta with a 66mm aaa. Per the physician, the cause of the dissection cannot be determined. No additional clinical sequelae were provided and the patient will be monitored.